Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, occluded, keypad/button unresponsive/button error, rewind anomaly, no delivery/occlusion alarm, crack on the pump, no communication pump to transmitter, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-7020a, mmt-213a, mmt-1780kr, mmt-332a, mmt-7811na. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7020a. No product return is required for mmt-213a. No product return is required for mmt-1780kr. No product return is required for mmt-332a. No product return is required for mmt-7811na.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thus software. All buttons function properly. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. No unexpected prime fill anomaly noted. No unexpected rewind anomaly noted. Force sensor was measured and is within spec (22.0mv at zero offset). No damage noted at the electronic assemblies or keypad assemblies during visual inspection, however, dried insulin was found on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked case. Alleged insulin flow block alarms not confirmed during testing. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged prime fill anomaly not confirmed during testing. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Alleged no communication between pump and transmitter not confirmed during testing. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.